Event description:
A balloon ruptured on the first inflation during an iliac angioplasty of an extremely calcified lesion. Follow up indicated the device was tracked through multiple lesions. Other balloon catheters were used to successfully complete the procedure without pt complications. The device has not been received by this MFR. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Follow up indicated this device was used in an extremely calcified lesion. Co believes above factors contributed to this event and does not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."

Manufacturer narrative:
The device was received, evaluated and retained by this MFR. The engineering evaluation indicated the shaft under the balloon was corkscrewed. The shaft also displayed multiple kinks and was flattened 3mm distal to the distal radiopaque marker. A 2mm circumferential tear was present 15mm distal to the proximal radiopaque marker. Chatter marks were noted on the balloon surface. This device displayed characteristics consistent with overpressurization, a corkscrewed shaft under the balloon, as well as contact with a sharp external source, chatter marks on the balloon surface. Co's follow up also indicated this device was used in an extremely calcified lesion. Co believes the above factors contributed to this event and does not attribute it to the device. F11 - date MFR initially forwarded report to FDA.